Manufacturer narrative:
The device will not be returned for analysis, as it remains implanted in the patient. Additional information has been requested of the initial reporter regarding the device serial number, and patient information and outcomes. To date, no further information has been received by apollo. Device labelling addresses the reported event as follows: contraindications: any inflammatory disease of the gastrointestinal tract including esophagitis, gastric ulceration, duodenal ulceration, cancer or specific inflammation such as crohn's disease. Contraindications: potential upper gastrointestinal bleeding conditions such as esophageal or gastric varices, congenital or acquired intestinal telangiectasis, or other congenital anomalies of the gastrointestinal tract such as atresias or stenoses. Adverse events - possible complications: injury to the digestive tract during placement of the balloon in an improper location such as in the esophagus or duodenum. This could cause bleeding and perforation, which could require a surgical correction for control. Adverse events - possible complications of routine endoscopy & sedation: potential risks associated with upper endoscopic procedures include, but are not limited to: abdominal cramping and discomfort from the air used to distend the stomach, sore or irritated throat, bleeding, infection, tearing of the esophagus or stomach, and aspiration pneumonia. The risk increases if additional procedures are performed. Device remains implanted.

Event description:
Reported as: during a placement procedure of the orbera intragastric balloon, the physician noted some mild bleeding from a small abrasion in the middle of the esophagus. The physician clipped the affected area. The orbera was successfully placed and the patient was monitored overnight. The physician stated the patient could potentially have eosinophilic esophagitis, and the patient was reported to be in good condition.